Event description:
Surgeon found a retained foreign object that looks like a sepra film sleeve. Uterine myomectomy on (B)(6) 2014 seprafilm placed over the incisions. History recurrent small bowel obstruction.